Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 3331, 4109, 4111 and 10. H6: investigation findings was added: 180. H6: investigation conclusions was added: 4307. The reported event is confirmed following functional testing of the returned product. Based on the evaluation, the device malfunction has occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number was performed for similar event and no other similar complaint identified. The reported event could be recreated when the returned product was functionally tested. The mount was not able to disengage from the implant. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk review, the most likely cause for the reported event is due to excessive insertion torque. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter¿s title is not provided / unknown. Additional 510(k) number is k962106.

Event description:
Doctor reports that the 1994 implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth site #19.